Manufacturer narrative:
H.6. Investigation summary customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that plungers are hard to move when drawing and injecting. Both returned syringes were tested and both were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 9154611. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200826801, 200826848, 200826719] noted that did not pertain to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure.complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that plungers are hard to move with a bd ultra-fine¿ insulin syringes 3/10ml . The following information was provided by the initial reporter: it was reported that plungers are hard to move.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plungers are hard to move with a bd ultra-fine¿ insulin syringes 3/10ml . The following information was provided by the initial reporter: it was reported that plungers are hard to move.